Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred after about the 10th firing and jaws did not open. Then the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. Additional information: was user ever able to open device (as event description says jaws did not open)? Yes. How was device removed? The device was removed by cutting the tissue of the patient side and the distal side. Was there any damage to tissue or structure? The information was not provided from the hospital. If so, how was tissue repaired? What is meant by clip was not fed into jaws properly? Please provide more specific detail such as clip fed sideways, multiple clips fed, clip fed slowly, or no clip fed into jaws. Clip could not set into the jaws properly. Was cholangiogram done on procedure? The information was not provided from the hospital. Which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? It had a possibility in pushing the target tissue into the jaws. Was any unexpected resistance felt while firing the trigger? The grasping force of the firing trigger was higher than usual. Were any unexpected noises heard? No. If so, when? Was clip fired over another clip or hard structure? No. How was case completed? Another device was used to complete the case. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the advancer was noted protruding; the device was disassembled and the advancer was noted disengaged from the feed bar. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.